Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. Without a lot number a review of the manufacturing records could not be conducted. Additionally, no product was returned for evaluation. With the currently available information, no conclusion can be drawn the medical records indicated the patient was treated for fistula formation which is listed as a known possible adverse reaction in the instructions-for-use. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2006 - patient was diagnosed with large uterine fibroids with menorrhagia, urinary stress incontinence, lichen sclerosis of the vulva. The patient underwent a two part procedure which included total abdominal hysterectomy, bilateral salpingo-oophorectomy, an abdominal sacrocolpopexy with implant of a "marlex" mesh (davol flat), a vulvar biopsy and placement of a non-bard davol "monarc" sling. On (B)(6) 2008 - patient was diagnosed with a vesicovaginal fistula and underwent a 2 part procedure which included an exploratory laparotomy, partial removal of the "marlex" mesh from the vagina and the bladder with repair of the vaginal cuff, cystoscopy, placement of ureteral stents and closure of the vesicovaginal fistula. Medical records indicate that the bard flat mesh was "nicely retroperitonealized. The vagina had an opening at the apex and the mesh had eroded into the bladder." The medical records also indicate the superior aspect of the "marlex" mesh was still attached to the sacrum. No attempt was made to remove the mesh from the sacral promontory.